Event description:
Drill was broken during surgery but nothing fell into the pt. Surgeon used a replacement to complete the procedure.

Manufacturer narrative:
As per investigation results, the drill helix of the drill was broken. The fracture surface showed appearance of a forced rupture due to torsional and bending overload. The cutting edges had heavy plastic deformations. The root cause for the reported event can be attributed to a user related issue. No indications were found for any material, manufacturing or design related issues.